Event description:
Approximately 26 days after implantation of neurawrap nerve protector, pt developed symptoms of worsening swelling with neuropathic and cutaneous pain. Initial treatment for these symptoms was medrol dosepak with symptoms returning after treatment completed. Secondary treatment involved gabapentin 100mg tid(three times a day), compression, rom(range of motion) exercises; 9 weeks from initial surgery date, with symptoms continuing to worsen, the decision was made to return to surgery to remove neurawrap implant. Cultures and specimen sent to lab showed "fibrino-inflammatory exudate" with cultures showing "no growth" at 5 days. Once neurawrap nerve protector was removed, patient had dramatic improvement of symptoms.